Event description:
Medtronic literature review found reported of death, major complications, ischemic stroke, thromboembolic complications in association with pipeline embolization using navien microcatheter and the echelon microcatheter. The time frame of this study was between january 2015 and december 2020. The purpose of this article was to explore the effectiveness of ped and tfd in the treatment of pc aneurysms using a propensity score matched cohort design. The authors reviewed 252 cases of aneurysms in 248 patients treated for posterior circulation aneurysms using pipeline embolization device (ped) (170) or the tubridge flow diverter (82). Of the 170 patients that received ped placement, the average age was 54 years, 45 were female and 125 were male. There were a total of 10 cases that used an adjunctive balloon during both flow-diverter applications. The article does not state any technical issues during use of the pipeline embolization device, navien catheter, or echelon catheter. In addition, out of the total study, 158 patients had a postoperative mrs score of 0, 40 patients had a mrs score of 1, 4 patients had a score of 2, 3 patients had a score of 3, 5 patients had a score of 5, and 12 patients had a score of 6. The following intra- or post-procedural outcomes were noted: 11 deaths attributed to severe ischemic strokes. 6 deaths due to major complications. 2 deaths related to intraoperative complications. 2 patients had major ischemic strokes 5 patients had major postoperative complications 7 patients had thromboembolic complications.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); implant date n/a; explant date n/a product ID unk-nv-rfx (unknown); implant date n/a; explant date n/a product ID unk-nv-echelon (unknown); implant date n/a; explant date n/a product ID nv unk pipeline (unknown); implant date n/a; explant date n/a product ID unk-nv-rfx (unknown); implant date n/a; explant date n/a product ID unk-nv-echelon (unknown); implant date n/a; explant date n/a g2: citation: authors: liang x, tong x, xue x, liu a, hu z. Comparison of pipeline embolization device and tubridge flow diverter for posterior circulation aneurysms: a multicentre propensity score matched study.. Heliyon 10(6) 2024. Doi:10.1016/j.heliyon.2024.e27410 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.